Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had their original procedure done by a surgeon (B)(6) 2020 at royal oak beaumont. Unfortunately their acetabular component became loose at bone to implant interface and it was migrated through the back wall of their acetabulum. The cup and liner were removed, along with the 32mm +1 ceramic head. Surgeon felt the patient would benefit from a zimmer biomet tm revision cup. He prepared their acetabulum for the zimmer biomet component, which was also implanted with a 40mm liner. Our 40mm head trials were used to perform a trial reduction, and a 40mm +1.5 was found to be stable. The real ts ceramic head was opened and inserted. A reduction was performed and stability was confirmed. The closing process began. Doi: (B)(6) 2020; dor: (B)(6) 2021; (right hip).